Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they met with their healthcare provider. The patient stated they had no traumas or change in their activity related to the issues. The patient stated that the recharger unit was replaced and it was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since the morning of (B)(6) 2019, the ins battery level was dropping really fast. They were getting "good" recharge quality and had charged the ins to 40%. It was reported the patient had been working on charging since 6am that morning. Patient services had them connect the controller to the ins and the controller was showing that the ins charge was 30% and the controller charge was at 80%. When they connected with the recharger module (rtm), they were able to get "excellent" recharge quality. It was reviewed that the controller and rtm appeared to be functioning as designed. They were redirected to see their doctor to check the device to see why the ins was not charging. No symptoms were reported. No further complications were reported or anticipated.